Manufacturer narrative:
Concomitant products: guidewire (35inch radifocus, terumo), medtro inflation device (B)(6). (B)(4). The product was returned; however, the product analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during a procedure, the pressure in a 6mm powerflex pro balloon did not ¿rise.¿ after the procedure, there was leakage of contrast media confirmed that was coming from the tip of a 6mm powerflex pro balloon, and the leakage was confirmed at the connection part between the balloon and shaft. The balloon was removed from the patient and exchanged for another balloon to complete the procedure successfully. There was no report of patient injury. The target lesion was the right external iliac artery. The lesion was mildly calcified and mildly tortuous, with a level of stenosis of 80%. After the lesion was crossed with a 35in terumo radifocus guidewire, the powerflex pro balloon was delivered to the lesion for pre-dilation, but the pressure did not rise. The product was clinically used. The product will be returned for analysis. The device was stored, handled, and prepped according to the IFU. There weren¿t any other anomalies or damages noted to the inner or outer packaging or device prior to use. It was unknown if there was any difficulty removing the stylet or any of the sterile packaging components. A medtro inflation device was used. It was unknown what the maximum inflation pressure was, and it was unknown if there was any difficulty advancing the balloon catheter through the vessel. It was unknown if there was difficulty crossing the lesion or if the balloon was removed easily and intact from the patient.

Manufacturer narrative:
Complaint conclusion: during a procedure, the pressure in a 6mm powerflex pro balloon catheter (bc) did not ¿rise.¿ after the procedure, there was leakage of contrast media confirmed that was coming from the tip of a 6mm powerflex pro balloon, and the leakage was confirmed at the connection part between the balloon and shaft. The balloon was removed from the patient and exchanged for another balloon to complete the procedure successfully. There was no report of patient injury. The target lesion was the right external iliac artery. The lesion was mildly calcified and mildly tortuous, with a level of stenosis of 80%. After the lesion was crossed with a .035¿ guidewire, the powerflex pro balloon was delivered to the lesion for pre-dilation, but the pressure did not rise. The device was stored, handled, and prepped according to the IFU (instructions for use). There weren¿t any other anomalies or damages noted to the inner or outer packaging or device prior to use. It was unknown if there was any difficulty removing the stylet or any of the sterile packaging components. It was unknown what the maximum inflation pressure was, and it was unknown if there was any difficulty advancing the balloon catheter through the vessel. It was unknown if there was difficulty crossing the lesion or if the balloon was removed easily and intact from the patient. The product was returned for analysis. One non sterile catheter powerflex pro 6mm x 4cm 80cm bc was returned. The balloon was received deflated and appeared to have been inflated. No other anomalies were observed in the returned device. A leak test could not be performed since a leakage was observed in the balloon due to a pinhole condition. Per sem analysis the external surface did not present evidence of abrasion marks or scratches that could be related to the balloon pinhole. This balloon pin hole was probably caused by a sharply pointed object from the outside to the inside. Marker bands and internal surface did not present any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17169213 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event ¿balloon- leakage¿ and ¿balloon- inflation difficulty¿ reported by the customer was confirmed since a balloon pinhole was noted during functional analysis and the balloon could not be inflated. The exact cause of the balloon leakage could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.